Event description:
Hill-rom received a report from the account stating the brake/steer casters are not holding. The bed was located at the account in rehab room 4. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the brake/steer casters not holding due to the internal locking mechanism is not holding properly. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced two brake head end casters and two foot end steer casters to resolve the issue. Based on this information, no further action is required.